Event description:
Patient underwent uneventful ilasik on (B)(6) 2012, both eyes (ou). Presented at one day post-op with striae on the right eye (od). Patient brought back to the laser suite. Flap lifted and stretched od. On (B)(6) 2012, one day post-op visual acuity sans corrected (vasc) od 20/25 and 20/20 left eye (os).

Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012. Customer indicated that the initial surgery was uneventful. The clinic reported this event only and did not request field service or clinical support.